Manufacturer narrative:
A ge service rep performed and onsite investigation. The candlesticks on x-ray tube and tank were evaluated, cleaned and regreased. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was arcing and locked up. There is no report of injury or death associated with the event described in this complaint.